Event description:
It was reported that a spectrum pump had a door latching issue. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to door latching issue. Eval was able to reproduce the reported symptom by trying to close the door with a loaded set and found add'l force required and if not applied the unit would experience a door not fully latch alarm. Eval observed this to be caused by backed out mech screws. The screws were replaced.